Event description:
It was reported that the sponge was sticking out of the minicap. The event was observed before use. The caller stated there was no damaged to the pouch or the box the product was delivered in. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturing date for this lot is 04/11/2014 - 04/17/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned and evaluated. The visual inspection was conducted on the minicap and although the sponge was partially sticking up in the cap, the reported event could not be verified because this is not an actual defect. There is no specified requirement for sponge submersion/placement. The presence of iodine was detected on the sponge and the minicap was determined to have met product specifications. If additional relevant information is obtained, then a follow-up MDR will be submitted.